Event description:
It was reported that a power source alert occurred after the pump was plugged into a power source. There was no reported adverse impact to the customer. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.